Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient stated he just had surgery last (B)(6). Patient stated ins was replaced and he moved the leads. Patient stated the device has never worked. Patient stated in reality device never helped with relief ever. Patient stated ins was dead for 2 years and held surgery off while he explored other options for bladder issues and after that they decided to reposition leads and replaced ins. Patient stated when ins was on and has to set it to setting where he felt stimulation and wondered if he should constantly feel stimulation. Patient stated needed a replacement of ins for 1-2 years as the battery was dead. Patient stated he has fallen into the 20% category because he has not gotten relief. Patient stated he feels stimulation and then it goes away. Patient stated he feels stimulation for maybe an hour or two. Patient stated hcp has repositioned leads a couple years ago because patient was not getting any improvement in bladder issues. No further complications were reported/anticipated.